Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade IV) and textured to smooth exchange.

Event description:
Healthcare professional reported left side textured to smooth exchange. Additional information noted capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, d10, h3, h6.

Event description:
Healthcare professional reported left side textured to smooth exchange. Additional information noted capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; deformation, white particles on the shell, voids in the gel and the weight the device within specification. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side textured to smooth exchange. Additional information noted capsular contracture, baker grade IV. The device has been explanted.